Event description:
The customer reported that the live image on the monitor was really fuzzy and then went white. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, left monitor and image processor board were replaced, and a filament calibration was performed. The system was then found to be operating as intended.